Manufacturer narrative:
ZOLL has not received the Thermogard HQ Console in complaint for investigation. A Follow-up Report will be filed if and when the product is returned and investigation has been completed.

Event description:
Rewarming a patient with the Thermogard HQ Console (SN (b)(6)) was initiated upon completion of cooling, with a total elapsed time of 24 hours and 30 minutes from the start of cooling to the start of rewarming. No secondary temperature probe was utilized, and the same catheter was used throughout both the cooling and rewarming phases. The catheter dwell time was approximately 24 hours when rewarming was initiated at a constant rate of 0.1°C/hour with a target temperature of 35.0°C. During the rewarming phase of the treatment, the Thermogard HQ Console displayed MAINTAIN status before the target temperature was reached. The lowest patient's body temperature just prior to initiation of warming was 34.04°C. The patient's body temperature remained stagnant at approximately 34.2°C for more than 6 hours without progressing to the target temperature. This event suggested a potential malfunction in the target temperature management process. There were no kinks, bends, or occlusions in the Start-Up Kit (SUK) or the catheter. No patient injuries were reported.